Manufacturer narrative:
Investigation pending.

Event description:
Caller reported potential false positive troponin I (tni) results on triage cardiac panel test vs. Results on vista. A male presented with mouth numbness; tox screen and etoh negative. Not admitted. At 4:41, green-top tube run on vista analyzer. Re-run 3 days later, and got same results. At 5:27, a lavender top tube (ltt) run on meter. At 5:58 recollect requested per physician, ltt run on meter.